Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6 component code, type of investigation, investigation findings, investigation conclusions and h11 has been updated. The complaint for frame damage was confirmed based on imagery provided for evaluation. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, "during the removal attempt, the system was unable to be retracted as it was stuck. The procedure was converted into vascular surgery to remove the system. A cutdown was performed to force the removal of the system, and during this maneuver, when pulling the commander delivery system out, the valve was completely dislodged from the commander into the artery. The system was eventually removed with great difficulty but a subclavian vessel dissection occurred." Difficulty was encountered during withdrawal of the delivery system with crimped valve, so additional manipulation was applied. If excessive force was applied to manipulate the device, it can lead to the crimped valve interacting with the sheath and the delivery system flex tip, resulting in the valve getting caught on the sheath/flex tip and strut damage at outflow side. Per training manual, "withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintain guidewire position." Additionally, per patient information there was presence of moderate calcification at the access vessel. Calcification can reduce the vessel diameter and may increase restriction leading to resistance. Calcification can result in the creation of sub-optimal angles during delivery system withdrawal that may lead to resistance. As such, available information suggests that procedural factors (excessive manipulation, withdrawal of crimped valve) and patient factors (calcification) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing. This is one of two reports being submitted for this case.

Event description:
Per report received from united kingdom, it was a case of an implant of a 29mm sapien 3 ultra resilia valve in aortic position by subclavian approach. The esheath was inserted without problems. However, during the insertion of the commander delivery system with the valve into the esheath+, difficulties due to the increasing of the push force were encountered. It was observed by fluoro that the esheath+ was bent so it was decided to remove the system as a unit. During the removal attempt, the system was unable to be retracted as it was stuck. The procedure was converted into vascular surgery to remove the system. A cutdown was performed to force the removal of the system, and during this maneuver, when pulling the commander delivery system out, the valve was completely dislodged from the commander into the artery. The system was eventually removed with great difficulty but a subclavian vessel dissection occurred. The bleeding of the vessel required blood transfusion and medication to stabilize the blood pressure. Vascular surgeon repaired the subclavian and the patient was transferred to the ICU where passed away during the evening due to the excessive blood loss. As per the images received, the valve had a bent strut which was confirmed to have occurred during the procedure while attempting retrieval of the devices.